Manufacturer narrative:
Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and recommend to run ground isolation test and replace the air flow sensor. The covidien customer support engineer (cse) confirmed with the user facility that the device passed all testing. No additional evaluation was performed by the cse. (B)(4).

Event description:
Covidien received information stating that an 840 ventilator stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.